Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the monitor display was showing the wrong hand control assignments. The customer explained that they had a vessel sealer extend (vse) instrument installed on the universal surgical manipulator (usm) 1, and the surgeon was able to control the instrument using the left-hand control, but the display shows the usm was assigned to the right-hand control. Artemis logs show a vse installed on usm1 but assigned to the left-hand control. The technical support engineer (tse) had the customer verify the correct hand control assignments; usms 1 and 2 are assigned to the left-hand control and usms 3 and 4 are assigned the right-hand control. The customer also verified the endoscope was not upside down. Tse asked the customer to reseat the instruments, but the customer declined. Tse asked the customer to hard cycle the system, but the customer declined. Customer advised tse that the surgeon had elected to convert to open surgery and ended the call. The procedure was converted to an open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse manually inverted the 30" endoscope which flipped the camera on the vsc. The fse was able to reproduce the error, issue is resolved, and the system is functioning as expected. The system was tested and verified as ready for use. .